Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1495 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when checking the catheter for integrity prior to placement, the extension tubing was found damaged. Liquid leaks occurred with the transparent tubing wall 0.5 cm away from the distal end. The product was unusable and a new kit was opened for use in the patient.

Event description:
It was reported that when checking the catheter for integrity prior to placement, the extension tubing was found damaged. Liquid leaks occurred with the transparent tubing wall 0.5 cm away from the distal end. The product was unusable and a new kit was opened for use in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damage extension tubing is confirmed; however, the exact cause is unknown. One 4 fr proximal nxt connector piece, one 14 g IV introducer needle in an open package, one attachable suture wing in a sealed package, and one statlock device in a sealed package were returned for evaluation. An initial visual observation showed a small amount of use residue on the proximal connector piece. The extension leg tubing of the proximal connector piece was observed to be damaged approximately 5 mm distal to the white sleeve. A microscopic observation revealed two small, curved slits in the extension tubing just distal to the white sleeve. The smaller of the two slits was found to be superficial and the larger slit was found to be a complete split. When viewed from the side, this split was observed to curve slightly into the interior of the tubing. The edges of the slits were observed to be somewhat rough, and the fracture surfaces were observed to be uneven but relatively smooth. While the exact cause of the damage observed in the returned nxt connector piece could not be determined, the characteristics of the damage suggest the tubing was damaged from an external source by a tool or instrument such as a needle or clamp. H3 other text : evaluation findings are in section h.11.